Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels. The customer changed out the infusion set and no issues with the cannula was seen. The infusion set site was changed. The customer's blood glucose (bg) level was in the high 300s mg/dl with a trace amount of ketones. A correction bolus via the pump and insulin pens were used to lower the bg level. A pump system check was performed using the current supplies on the pump and no device issues were found.